Event description:
It was reported that the customer received an altitude alarm. The alarm was cleared and there was no impact to customer's blood glucose level.

Manufacturer narrative:
(B)((4) 2014 - follow up: customer reported receiving another altitude alarm in the morning. Tandem technical support assisted customer with locating the vents on the pump. Customer indicated that both vents appeared clogged. Customer indicated that vents would be cleaned. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.